Event description:
It was reported that during an unknown procedure, the device presented leakage. No further information was provided. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.